Manufacturer narrative:
H6: investigation summary one sample was submitted for quality investigation. The customer complaint of misassembly - inverted component was verified by investigation. Evaluation of the sample submitted shows that the drip chamber was installed backwards in the assembly. A device history record review for model 10387509 lot number 22099074 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the misassembly was that the proper sequence of operations, outlined in the work instruction was not followed and the incorrect sides of the drip chamber were assembled first, therefore causing the drip chamber to be inverted in the complete assembly. A quality alert was created in order to reinforce the adequate monitoring of the operations that make up the assembly process to avoid the failure mode on future production.

Event description:
It was reported that bd grav bld set 200mf 20 dp filter was inverted. The following was reported by the initial reporter with the verbatim: ¿bd gravity blood 200 micron filter nonvented¿ tubing in which the filter is inverted. - was the event discovered before use/during use? Before use - was there any patient involvement? No - if yes, what is the patient outcome? Are there any adverse events/serious injuries? - was there a delay of, or change in, the course of treatment due to the event? Minimal delay, nurse just grabbed another set. - what type of procedure is being performed? Set had not been hooked up to prbc yet so no procedure. - what was the medication/fluid in use at the time of the event? Nothing, set had not been spiked.

Event description:
It was reported that bd grav bld set 200mf 20 dp filter was inverted. The following was reported by the initial reporter with the verbatim: ¿bd gravity blood 200 micron filter nonvented¿ tubing in which the filter is inverted. Was the event discovered before use/during use? Before use. Was there any patient involvement? No. If yes, what is the patient outcome? Are there any adverse events/serious injuries? Was there a delay of, or change in, the course of treatment due to the event? Minimal delay, nurse just grabbed another set. What type of procedure is being performed? Set had not been hooked up to prbc yet so no procedure. What was the medication/fluid in use at the time of the event? Nothing, set had not been spiked.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.